Event description:
It was reported that a user wearing a libre 3 sensor experienced a discrepancy between sensor glucose and fingerstick, with the sensor reading lower than the capillary value and the user treating with oral glucose (light sabers or starburst), after which the sensor value rose and aligned with fingerstick; the cause of the hypoglycemia event was unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.